Manufacturer narrative:
Event is not reportable. Event was inadvertently reported.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The inaccurate cgm value was not provided. There was no reported impact to the customer's blood glucose level. No additional patient or event information was available.